Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that the insulin pump had a blank screen and keypad anomaly. The customer¿s blood glucose level was 263 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, hardware low level failures error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No blank display and no frozen display anomaly noted during test. Insulin pump received with reservoir tube lip cracked.